Event description:
Bilateral mastectomy with immediate reconstruction due to massive fibrocystic disease. 1/83, replacements due to migration and right side rupture, unknown until surgery. 4/94, scheduled for explantation as both implants ruptured, confirmed by xerographic and ultrasound survey. Pt experiencing pain, burning, has severe capsular contraction, implant displacement, fatigue, muscle weakness, chronic pseudoallergic responses with red eyes and headaches, sinusitis, frequent uti symptoms without positive cultures, night sweats, weight gain due to lack of energy and stamina, kidney leak (phosphorous) detected 2/92 and controlled with oral supplements, and hypothyroid 5/89. Pt currently being treated for fibromyalgia by rheumatologist with further testing in progress including electromyography and muscle biopsy. 4/18/94, explantation revealed complete disintegration of right implant sac with silicone gel held by capsular tissue with massive migration to surrounding tissue. Left implant leaking silicone through biologic sac into surrounding tissue. (Same rptr in 1002751.)